Event description:
A 3-level acdf procedure at the c4-c7 spine levels was performed on (B)(6) 2011. Immediate post-op and 1 day post-op films reportedly noted the screw appeared to be placed properly. At the 2-weeks follow-up visit the film showed the screw had begun backing out.

Manufacturer narrative:
(B)(4). Review of the surgery, the related construct and the films provided noted that the surgeon implanted fixed angle screws in the inferior positions. The fixed angle screws were noted to be angled excessively in the caudal direction. The angulation of this screw type may be the cause of the reported event. Revision surgery has not occurred and the pt is reportedly asymptomatic. Monitoring of the pt is expected to occur. Should the product be explanted and returned, investigation of the event will resume and any relevant info will be provided in a subsequent report. Review of labeling notes: "if angulation is exceeded, increase plate length to accommodate. The fixed-angle drill guide prepares the bone for a 10 degrees insertion trajectory at the cranial and caudal ends of the plate and 0 degrees at all intermediate levels."